Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic resection of colon malignancy, when releasing the device after side to side anastomosis of the colon, the stapler was able to fire, the intestinal tract mucosa was found to be stuck to the tip and came out, so a part was resected and release was performed. There was an unanticipated tissue loss and tissue damage as a result of the problem. The mucosal damage site was checked, and it was judged to be minute, so the intestinal tract entry hole was closed and the surgery was completed.